Manufacturer narrative:
Concomitant products: product ID: 64002, lot# n270812, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: adapter. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: extension.

Event description:
A manufacturer representative (rep) reported that the patient had erosion/signs of infection of the battery and the inferior and superior portion of the pocket. The erosion was noticed by the patient's spouse on (B)(6) 2016 and the explant occurred on (B)(6). An incision and drainage of the left pocket site was done with cultures taken and IV antibiotics administered. On (B)(6) it was confirmed by the healthcare provider (hcp) that the implantable neurostimulator (ins) and pocket adaptor were removed with the leads remaining implanted, and the extensions partially removed. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.